Event description:
Healthcare professional reported right side deflation "with firm implant edge pocketing the skin superiorly." Healthcare professional later reported "implant folded upon itself and invaginated on itself." Device has been explanted and not replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as fold flow opening. ¿ malposition: unable to observe as it is not related to the manufacturing process. ¿ crease/folding of implant: observed. As per the investigation procedure wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, d4, d6b, d9, e1, h3, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a5, a6, b5, d4, d6b, e1, h6.

Event description:
Healthcare professional reported right side deflation "with firm implant edge pocketing the skin superiorly." Healthcare professional later reported "implant folded upon itself and invaginated on itself." Device has been explanted and did not replaced.

Event description:
Healthcare professional reported right side deflation "with firm implant edge pocketing the skin superiorly." Healthcare professional later reported "implant folded upon itself and invaginated on itself." Device has been explanted and not replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported deflation "with firm implant edge pocketing the skin superiorly." Record is for right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.